Event description:
It was reported that the rigid video scope exhibited scope error (e104). The issue was identified at the time of maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion section light guide bundle is slightly interrupted and weakened, component failure of printed circuit board (tesu board). A root cause could not be identified. Based on the results of the investigation, it was detected that there were printed circuit board (tesu board) has a malfunction causing e104 error. The most probable cause of weakened and interrupted insertion section light guide bundle is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.